Event description:
It was reported that the atrial lead exhibited noise which resulted in auto mode switching episodes. The patient's pulse generator was reprogrammed to vvi 40 and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.